Manufacturer narrative:
The device history record for this device was reviewed. There were no nonconformances related to this serial number. The device passed all functional and performance tests prior to release from manufacturing. The healthcare provider reported that the device is functioning properly and it remains implanted in the patient. If additional information is received at a later date, a supplemental report will be filed.

Event description:
A healthcare provider reported that an intera 3000 hepatic artery infusion pump that was implanted on (B)(6) 2024 did not return. A residual during the first refill of the device on (B)(6) 2024, indicating fast flow. During a follow up on (B)(6) 2024, the heatlhcare provider reported a flow rate of 1.3ml/day, which is within the label specification of the device.